Event description:
It was reported by a patients legal representative by mail, received on 9/6/2022, that the patient underwent a left total knee replacement on (B)(6) 2013. The surgery was performed utilizing arthrex¿s ibalance tibial tray ar-503-tttf, lot 108761150. Thereafter, the patient began to experience pain, swelling and discomfort in his left knee. On (B)(6) 2020, he presented to a different surgeon for evaluation. During this visit the surgeon informed the patient of the possibility of premature mechanical loosening of the ibalance knee prosthesis and revision surgery was recommended. On (B)(6) 2021, the patient underwent a revision procedure at (B)(6). According to the patient, the surgeon noted that the tibial component was grossly loose during the revision and that his tibial tray device was subject to a recall. According to the part/lot numbers identified in the photographs the patient¿s legal representative provided, the specific tibial tray is not subject to a recall.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is not confirmed one unpackaged ar-503-tttf ibalance tka tibial tray implant serial/batch number 108761150 was received for investigation. Visual evaluation did not find issues with the device. Additionally, the device history record investigation found that this batch was not affected by the recall. Functional test with ar-503-be12, batch# 77941243, found that the template fit without any issues in the received ibalance tka tibial tray implant, size 5.